Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses, blood clotting"), fatigue ("fatigue / exhaustion"), anxiety ("anxious"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and pelvic pain ("pain"). On an unknown date, the patient experienced anaemia ("anemia"), headache ("headaches"), dyspareunia ("dyspareunia") and mood swings ("hormonal changes : mood swings") and was found to have weight increased ("weight gain/ loss (specify which one)weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, menorrhagia, anaemia, fatigue, headache, dyspareunia, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, mood swings, nausea, pelvic pain and weight increased outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper essure placement; in (B)(6) 2009: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received. Lot number and lab data added. Her demographic was added. Concomitant condition added. Events : abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), hormonal changes : mood swings, nausea, pain, weight gain/ loss (specify which one)weight gain were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses, blood clotting"), fatigue ("fatigue / exhaustion"), anxiety ("anxious"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and pelvic pain ("pain"). On an unknown date, the patient experienced anaemia ("anemia"), headache ("headaches"), dyspareunia ("dyspareunia") and mood swings ("hormonal changes : mood swings") and was found to have weight increased ("weight gain/ loss (specify which one)weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, menorrhagia, anaemia, fatigue, headache, dyspareunia, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, mood swings, nausea, pelvic pain and weight increased outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper essure placement; in (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal heavy bleeding') in an adult female patient who had essure (batch no. 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, gastric bypass, augmentation mammoplasty, urinary incontinence and endometriosis. Concurrent conditions included morbid obesity. In (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses, blood clotting"), fatigue ("fatigue / exhaustion"), anxiety ("anxious"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and pelvic pain ("pain/pelvic pain") and was found to have weight increased ("weight gain/ loss (specify which one)weight gain"). On an unknown date, the patient experienced anaemia ("anemia/blood or heart disorder/condition type: anemic"), headache ("headaches"), dyspareunia ("dyspareunia"), mood swings ("hormonal changes : mood swings"), adnexa uteri pain ("ovaries pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2014. At the time of the report, the genital haemorrhage, fatigue, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, mood swings, nausea, pelvic pain and weight increased had resolved, the menorrhagia, anaemia, headache, dyspareunia, adnexa uteri pain and abdominal pain outcome was unknown and the anxiety and depression was resolving. The reporter considered abdominal pain, adnexa uteri pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper essure placement; in (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received. Events: abdominal pain and ovarian pain were added. Outcome of the events: genital bleeding, vaginal bleeding, apareunia, dysmenorrhea, pelvic pain, hormonal changes, nausea, fatigue, depression, anxiety, weight gain were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses, blood clotting"), anaemia ("anemia"), fatigue ("fatigue / exhaustion"), headache ("headaches"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a surgical procedure with removal of the essure). Essure was removed in (B)(6) 2014. At the time of the report, the genital haemorrhage, menorrhagia, anaemia, fatigue, headache, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anaemia, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, headache and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper essure placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.